Manufacturer narrative:
Follow-up contact and facility not provided. Device not returned to manufacturer. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a procedure. It was reported that a broken instrument was received from sterile processing with 4-5 prongs/spikes broken. Surgeon was made aware. No problems were noted during case. A post operative x-ray was ordered and there was no apparent evidence of retained metal. There was no harm to the patient.